Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-00696, 1627487-2023-01017, 1627487-2023-01018, 1627487-2023-01019. It was reported the patient's scalp suture had dehiscence resulting in additional surgery on (B)(6) 2023 to repair the suture. Additional information was received wherein the patient's system was explanted due to infection to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).